Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump had turned off due to low battery as anticipated. Reportedly, after plugging the pump into a power source, the pump was beeping but was otherwise unresponsive. The customer's blood glucose level was 414 mg/dl. The customer delivered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.